Event description:
It was reported the stimulation was in the wrong location, following an unrelated medical procedure, lumbar fusion, rod removal/replacement. Post lumbar surgery, the device system quit working. The patient experienced a shocking or jolting sensation and lack of effect. At the time of the report the patient was at home in good condition. It was reported a lead broke off, and was torn inside the patient's body. The patient had a CT scan to verify the lead was in the spinal canal. The hcp reviewed films pre-operatively and post-operatively. MRI clearly revealed one lead pulled back caudal and dorsal, most likely with necessary tissue retraction with l5 surgery. The hcp stated it did not look like a device defect or malfunction. One or both leads pulled. Explantation or revision surgery was probable. A decision was needed about reimplantation.